Event description:
The stent was placed in ramus of circumflex and inflated to 6 atm's the stent was deployed; however, upon balloon deflation, staining was noted. Perforation had occurred and patient had tamponade. Pericardiocentesis was difficult due to patient anatomy. A surgeon was called to do a thoracotomy, removed fluid from pericardial sac and performed heart massage. Patient is in i.c.u. On ventilator, intraaortic balloon pump, chest tube, pacer and a perfusion balloon is inflated at the site of perforation.